Manufacturer narrative:
Pain and swelling behind left testicle after implant surgery. Patient given tramadol for pain management, x-ray to confirm that device was properly implanted. Physician will follow patient and is scheduled for post implant visit in 6 weeks.

Event description:
Pain or discomfort, excessive or increased, swelling behind the left testicle after implant surgery.